Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator assembly was found loose. The collimator was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there is a blockage in the x-ray field blocking the image on the 9800 system prior to a case. No pt injury was reported.